Event description:
Pt self tester reports discrepant meter results compared to lab. Pt recently received a pacemaker. Pt's therapeutic range is 2.0-3.1.

Manufacturer narrative:
Investigation pending.